Manufacturer narrative:
Per tandem's t:slim x2 with control-iq user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges were leaking at the septum. Additionally, it was reported that resistance was experienced during the fill process of intermittent cartridges. The customer overfilled all of the cartridges with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no impact to customer¿s blood glucose. Customer declined to provide further information.